Event description:
The customer reported that the 9800 system displayed a high milliamp error message. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The battery pack was replaced and the filament was calibrated. The system was tested and operates as intended. This event could be a possible accidental radiation occurrence.